Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient thought he was stable as the cgm showed 130 mg/dl and did not alarm. After an hour he passed out. He recovered on his own and checked his bg which was 50 mg/dl. He ate jelly bears and drank juice and recovered quickly and was stable. He called his hcp on a video conference call to ask advice; he checked his bg during the call (no value provided) and no further treatment was recommended. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.